Event description:
Caller reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. Caller attempted to resolve the issue by loading a new cartridge following guidance from technical support but initially did not succeed. Technical support then instructed the caller to clean the pump's pneumatic tap area and guided them through loading a second cartridge. This resolved the issue, and the caller was able to successfully load the cartridge and resume insulin delivery.